Manufacturer narrative:
The information was re-evaluated and does not meet our reporting criteria. H3 other text : see. H.10.

Event description:
It was reported that aspiration issues occurred during use with a unspecified bd syringe. The following information was provided by the initial reporter, "customer reported he was unable to draw insulin from his vial on 4 occasions."

Event description:
It was reported that aspiration issues occurred during use with a unspecified bd syringe. The following information was provided by the initial reporter, "customer reported he was unable to draw insulin from his vial on 4 occasions."

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that aspiration issues occurred during use with a unspecified bd syringe. The following information was provided by the initial reporter, "customer reported he was unable to draw insulin from his vial on 4 occasions."